Event description:
A cartridge alarm 30 was reported by the caller during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support decided to replace the pump as a resolution.